Manufacturer narrative:
The delivery system was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was not returned. No abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint cannot be determined. The lens remains implanted. The device was returned. No abnormalities or damage was observed. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a preloaded intraocular lens (iol) with a broken haptic. The surgeon stated the lens had good placement and the lens remains implanted at this time. Additional information was requested.